Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: the nozzle had foreign objects. Due to the nozzle clogging, the water supply volume did not meet the standard value. Due to the nozzle clogging, the air supply volume did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a chip; due to the clogging of the nozzle, the water removal ability did not meet the standard value; plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported that the gastrointestinal videoscope had defects in the air/water nozzle to olympus. The device was returned for evaluation. During the device evaluation, it was found that foreign objects were in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.